Event description:
A ventilator was returned to a third party service center due to an allegation that a ventilator failed to power off. The device was not in pt use.

Manufacturer narrative:
During the eval of the device by the third party service center, the customer's complaint was confirmed. The device's system board was replaced to address the issue.